Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an issue was encountered with the cadd tubing. The cadd tubing was primed properly per instructions from a separate bag of normal saline 50 milliliters. Once connected to the primary bag of normal saline 250 milliliters, the normal saline from the filter was traveling back to bag. It took three or four 4 minutes to notice. The line that is connected to the filter will empty out. The line above the filter is undisturbed. The fluid that was in the filter and tubing up to the filter, goes back into the bag. The tubing after the filter remains primed. When they put the blue tab back on one that the techs re primed by squeezing the bag. It stayed primed until lifted up the end of the tubing and then it started going back in the bag again. There was no patient involvement, no injury, issue resolved.